Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A serial number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. Cs surgery was contacted for the ship history. According to their system, there were no records found for any vh-4020, shipped to the account during the time frame 02/01/2016 to 02/01/2017.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 adaptor is not heating up as efficiently as normal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(6). Internal complaint number trackwise # (B)(4). Autonumber # cs-cpl-2017-00136. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 adaptor is not heating up as efficiently as normal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.